Event description:
Allegedly during use, tip of mini-revo drill bit broke off. Reportedly tip was not found when surgical site and back table were searched. Doctor did not radiograph the patient. Hospital stated no patient injury.